Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens is in the process of investigating the message logs and print outs provided by the customer. The cause of the event is unknown.

Event description:
The customer reported a false positive ctni result run on the stratus cs when compared to a repeat on the stratus cs and a siemens lab analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens analyzed the instrument message logs provided by the customer, specifically the pipette aspirations and the instrument pressure tests. The incident run shows abnormal pipette aspirations which is indicative of poor sample quality. Poor sample quality (sample containing cellular debris, fibrin strands, mirco clots) may lead to elevated test results. Incomplete mixing of the blood and anticoagulant in the blood collection tube can lead to poor sample quality. The instrument pressure tests, which the instrument conducts before each aspiration of any kind, are also abnormal for the falsely elevated result run compared to the calibration and the successful ctni run.